Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6)2018, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 29-aug-2019, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 08-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being delivered were unknown. The reason for use was not reported. It was reported that there were higher than expected reservoir volumes on (B)(6) 2019. Environmental/external/patient factors that may have led or contributed to the issue included the patient has lost weight and the pump is flipping easily within the pocket. Troubleshooting included surgical intervention occurred revealing a coiled and twisted catheter within the pump pocket. Actions that were taken to resolve the issue included the coiled piece of catheter was removed and replaced. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8784 (B)(4) implanted: (B)(6)2018 product type catheter product ID 8780 (B)(4) implanted: (B)(6)2016 product type catheter. The evaluation code method has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep). The hcp reported the doctor believed the volume discrepancies were because of the twisted catheter. The volume of the volume discrepancies was unknown, along with the serial numbers of the replaced catheter sections. The operating room crew discarded the catheter portions in question. The doctor believed this will resolve the issue.